Manufacturer narrative:
(B)(4). D10. Ann blunt tip screw 4x38mm item# 47248603840 lot# 3253435. Ann blunt tip screw 4x40mm item# 47248604040 lot# 3259903. Blunt tip screw, ã¿ 4x40mm item# 47248604040 lot# 3259908. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that two proximal screws of an intramedullary nail backed out approximately two months postoperatively. The patient was monitored and no revision was planned. Diligence is completed and no further information has been provided.